Event description:
A 38-yr-old female admitted for pelvic pain & endometriosis. On 9/28/95 the pt underwent total abdominal hysterectomy, removal of right ovary, exploratory laparotomy & lysis of adhesions. A "jackson-pratt" (co hubless silicone flat drain) was placed. On 10/2/95 the jp drain was removed, but upon removal, the drain broke. The pt was taken back to the or on 10/3/95 for removal of drain.